Manufacturer narrative:
The psm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found that the psm failed the weighted brake drop test. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator arm failing weighted brake drop testing during failure analysis.

Event description:
During a review of the site's system logs by intuitive surgical, inc. (Isi), a system error code message indicating a brake fault on one of the patient side manipulators (psm) was observed. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. No patient involvement was reported.